Event description:
Post operative adverse result. It was reported by patient that she had hip replacement on (B) (6) 2003, due to synovial chondromatosis-primary and secondary. Have had severe pain since (B) (6) 2006. Bonescan shows stem loosening.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (post operative adverse result and (B) (4)).